Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. Prior to going to the hospital, the patient was given a 20 unit correction bolus. When the patient arrived at the emergency room, the patient was treated with a intravenous (IV) insulin drip, potassium, manual injections of insulin and a new pod was applied. The insulin that was used was humalog u100. The patient received amoxicillin for a sinus infection and other unknown medications. The patient was feeling lethargic, nauseous with a upset stomach. There were no changes to the patient's insulin dosage. The patient was admitted into the intensive care unit for 2 days, before they were released with a bg level of 400 mg/dl. The patient received a total of 126 units of insulin by the pod over 3 days. The patient is new to the omnipod system.